Manufacturer narrative:
The insulin pump had button error alarm and no button response due to flattened down arrow button dome switch. Unable to verify low battery alarm due to button keypad anomaly. The device was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The hcp reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 238 mg/dl. Troubleshooting was performed. The device was returned for analysis.